Manufacturer narrative:
Analysis was normal. No anomalies were found. The damage found was sustained during the surgical procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was discovered that the right ventricular lead exhibited oversensing noise. The patient presented in clinic and an interrogation was performed. Upon review, it was discovered that the lead also exhibited r-wave amplitude variation and high capture thresholds. A chest fluoroscopy was performed, and it was determined that the lead dislodged. On (B)(6) 2020 the lead was attempted to be repositioned however, was unsuccessful due to the helix unable to extend or retract. The lead was removed and replaced. The patient was in stable condition.